Event description:
This complaint no longer meets the definition of a reportable event. See h11.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. The complaint device was returned to cook (B)(6) 2025 for evaluation. Upon examination of the returned device, the suture thread was noted to be broken. There was damage or breakage noted to the catheter shaft or the catheter hub. There is no evidence to suggest that a cook product would be likely to cause or contribute to a death or a serious injury if the failure, suture thread broken during the procedure, were to recur. Furthermore, there is no evidence that a cook device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction of a cook device.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje e1 - entity name:(B)(6) h3 - device evaluated by mfg?:device return status is currently unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ultrathane mac-loc locking loop multipurpose drainage catheter separated during a nephrostomy procedure in a 65-year-old female patient. During routine placement of the catheter into the patient, it was reported to have "suddenly fractured". The physician promptly withdrew the damaged catheter and replaced it with a new one, which was successfully inserted without further complication. The patient did not show any postoperative abnormalities. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d9 - device available for evaluation. Correction: h3, h6 - annex a, annex g. H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 16oct2025, it was confirmed that the shaft of the catheter separated. The hub of the catheter did not detach.